Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt. Concomitants: 02-010-01-0250, 1822289 - logic femoral ps cem left sz 5; 02-012-41-5040, 1481883 - logic tibia traptray cem sz 5f/4t; 204-34-02, 1639838 - fluted stem extension 25l x 14 mm.

Event description:
It was reported that a male patient, dob (B)(6) 1956, 237 pds., who underwent initial bilateral knee replacements on (B)(6) 2010, was revised on the left side due to a painful knee. X-rays showed bone loss on the femur and osteolysis. The liner was in good shape. The surgeon removed the femur and tibia components and revised to a constrained knee. The device is available for return.

Manufacturer narrative:
H3: the revision reported was likely the result of osteolysis around the femoral component, which led to the patient¿s pain.